Event description:
During crani case and aftrer the start of the case, the anesthesia resident was checking the head and the mayfield had slipped. The pt's orbits were on metal. Dr broke scrub and repositioned the head. Facility has had to send out 2 swivel adaptors since facility got them in. The washers have broken.